Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported that the pumping segment ballooned. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.